Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced, and filament calibration was completed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a low ma error message during a case. No patient injury was reported.